Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this crt-d was beeping likely due to the end of life status as eri had already been declared. The device was to be interrogated to turn beeping off.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed off due to hospice. The health care was under the impression that by turning off the therapies this would extend the battery longevity. The elective replacement indicator (eri) had been declared over 2 months prior with a voltage of 2.44 and now the voltage was 2.3. There was concern in the voltage drop in that period of time and concerned about the remaining longevity. In addition, the patient did not want a change out. The physician had ordered reprogramming of the right ventricular outputs, a lower rate limit at 50, turned off the left ventricular lead and discontinuing remote monitoring. This was in effort to try to preserve pacing as long as possible as patient was pacer dependent.